Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient had a spike in his lactate dehydrogenase (ldh) level to 1700 and a ramp study that was performed was consistent with pump thrombosis. The patient was brought into the operating room and a pump exchange was completed. The pump was returned for evaluation.

Manufacturer narrative:
The report of suspected thrombus was confirmed based on the evaluation of the returned pump. The pump was returned with the percutaneous lead (lead) cut approximately 2" from the pump end bend relief and the severed portion of the lead was not returned. The inflow conduit and outflow graft were not returned. Examination of the pump blood-contacting surfaces identified a denatured ring of tissue-like thrombus adhered to the inlet bearing and bearing cup. The tissue showed laminated layering, indicating that the ring formed over an undetermined period of time while the pump was supporting the patient. Although the specific cause for the development of the thrombus could not be determined, the thrombus would have contributed to the reported increase in the patient's ldh level. Visual inspection of the pump bearings and bearing cups did not identify any anomalies related to wear or damage. The returned portion of the percutaneous lead appeared unremarkable. Electrical continuity testing of the lead portion did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. A review of device history records showed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.